Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with (B)(4) bluetooth device: passed. The share log was reviewed and confirmed the complaint. The probable cause was the transmitter's timer was not increasing.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the mobile device was displaying pair new transmitter however the tandem pump was still giving readings. No product was provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined. No additional event or patient information is available.